Manufacturer narrative:
The used/damaged device was returned to conmed for evaluation. Visual inspection found the device was received with a small hole on the side of the insulation tip, and this verified the report of "burned through on side of the insulated tip". All other tests found the device to be fully functional. However, a spark was observed from the burned through hole when coag energy was applied. Further evaluation from the molding engineers revealed that the damage noted on the returned device may be use related in nicking the wrap during the procedure. The device was manufactured on 25-feb-2016. Of the lot containing (B)(4) units there were no other similar complaints received. A review of the DHR found there were no abnormalities noted during the manufacturing process that could have caused or contributed to the reported problem. A 2-year review of product history for this device family shows this is an isolated incident. During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. To date, there have been no patient long term adverse effects reported. These devices enable the operator to remotely conduct and electrosurgical current from an electrosurgical handpiece through the electrode to the operative site for the desired surgical effect. Maximum voltage not to exceed 5.5kv peak. To reduce the risk of patient injury, the IFU provides the following warnings and precautions: use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. Inspect and test each device before each use.

Event description:
The user facility reported that during use of the disposable needle electrode in a tonsillectomy and adenoidectomy procedure, the user noticed the device was burned through on the side of insulated tip. Follow-up with the user facility revealed that the patient sustained a burn on the right cheek. The burn was described as "small" and the adverse effect listed as "minor". The degree of the burn was not provided as the representative stated that she's "not qualified to give degree", as the physician that performed the assessment "never gave a conclusive answer if it was definitely a burn". Received information indicated that only "bacitracin ointment" was used and no other medical or surgical intervention required. The procedure was otherwise completed as planned with no further complications or serious injury reported. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.